Event description:
The customer reported noticing wet reagent cartridges and discovered fluid in the reagent probe b drip tray of the unicel dxc 800 synchron system. The customer indicated that the leak was contained to the instrument. It is unknown of what personal protective equipment the customer was wearing at the time of the event but there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed a "slight drip" from the reagent probe b. The fse proceeded to replace the t-valve, ab valve, and collar wash valve to resolve the issue. (B)(4).